Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's screen was damaged. The insulin pump's screen was not visible. There is a horizontal line on the left side on the screen. The customer did not know how the damage occurred. The customer's blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. Pump had no button response due to flattened act button dome switch. Inspected lcd connector and no unlocked connector noted. Unable to perform the self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.